Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
It was reported that the patient complained of pain for months. The pain was at the device pocket. As a result of the event, there was a revision. The battery was repositioned in the pocket. It was unknown if there was any diagnostic testing or troubleshooting. Additional information reported that the pain was mentioned since (B)(6) 2014. The patient¿s last battery exchange was (B)(6) 2014. Frequency and intensity of the device was increased at her (B)(6) 2014 visit and even more at her (B)(6) 2015 visit. The patient required narcotic pain medication which did not alleviate the symptoms but made it terrible. She had significant weight gain which made the generator detach from the fascia because of her shifting pannus. It was also twisting in the subcutaneous tissue. The electrodes were not found to be significantly twisted and thus, the generator was still functional which kept her gastroparesis symptoms under control. There was reactive fluid collection within the subcutaneous pocket which was cultured but grew nothing. The device was better positioned within the established subcutaneous pocket and re-sutured into place. She failed to show up for her scheduled post-operative visits but improved pain was reported to nursing staff. No further information was provided. If additional information is received, a follow-up report will be sent.